Manufacturer narrative:
Device remains implanted.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The final angiogram showed the presence of a type ia endoleak due to the placement of the device below the intended landing zone. A extension was placed to extend the seal proximal, followed by the placement of a balloon expandable stent; however, a small endoleak remained. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
Based on a follow-up communication received from the physician via the case owner, the patient returned for a follow-up CT and showed no evidence of a type ia endoleak; the endoleak resolved on its own. As of the date of this report, there have been no additional patient sequelae reported.